Event description:
Implant didn't achieve osseointegration. Primary stability was achieved. Implant was completely covered with bone. No thread tap used. Psychological disorder, smoker, periodontal disease, peri-implantitis, and swelling.